Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilation procedure performed on an unknown date. During the procedure, the balloon had a leak. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable with no harm done.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilation procedure performed on an unknown date. During the procedure, the balloon had a leak. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable with no harm done.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation result: the returned cre fixed wire dilatation balloon was analyzed and a visual examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. It is possible that factors encountered during the procedure, such as the interaction with any kind of a sharp surface during/previous the procedure, could create friction on the balloon and causing the problem of torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.